Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy and resection of small bowel outside through incision, it was noted that there was a small bowel leakage after stapling and resecting two times. Surgical time was extended by 30 minutes or more due to device issue. New stapler was opened and additional re-staple and resection were performed to complete the case.